Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who confirmed the shocking had resolved.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was to report that has been going through hell for the last 3 days, said that therapy has been off for 3.5 days. When asked, caller said that patient turns therapy off in the evening and turns the handset on in the morning to turn therapy on. Caller mentioned that patient received replacement external devices and requested assistance in setting them up. Reviewed information about setting up link. With instruction, caller connected to implant and turned therapy back on. Patient said that he felt a little shock however said can already feel the improvement. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.